Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported, it was decided for a nail/screw removal due to nail gamma 3 breakage. Implant date (B)(6) 2024. (Normal weight patient).

Event description:
As reported, it was decided for a nail/screw removal due to nail gamma 3 breakage. Implant date (B)(6) 2024. (Normal weight patient)

Manufacturer narrative:
Correction - please refer to d4 lot #. The reported event could be confirmed with the provided image in which we can see the nail breakage. A review of the device history was not possible because the provided lot number seems to be incorrect as it is not available in the database. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the correct lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.